Event description:
It was reported that customer was hospitalized due to high blood glucose. Customer's blood glucose was 410 mg/dl. Customer stated was getting a small cold; cannula was not bent and does not know why he had high blood glucose. Customer was in intensive care unit for two nights on insulin drip and had diabetes ketoacidosis. Customer declined to troubleshoot for high blood glucose. Customer was wearing the insulin pump during the hospitalization but battery ran out after he was admitted. They took off the insulin pump and was on insulin drip and after hospitalization he put in battery on the insulin pump and worked fine. It was also mentioned that after hospitalization he had high blood glucose of 450 mg/dl and went up to 577 mg/dl. Customer treated with pen and contacts his healthcare provider. Customer mentioned that his cannula was bent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).